Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device exhibited a safety mode message when being interrogated during a routine follow up. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both bradycardia and tachycardia therapy remained available. Review of device memory identified faults within the digital integrated circuit (ic). These faults put the device into safety mode. Further laboratory testing isolated the cause to a degraded digital ic.